Event description:
Limited info is available. A dialysis facility nurse reported that a pt complained of being "hot" during a treatment on a system 1000 hemodialysis machine. During the treatment, it was reported that the machine alarmed, "no dialysate flow" and also "high temperature." The machine automatically went into the "bypass" mode as appropriate. The pt was then taken off the machine. It was reported that no hemolysis occurred and the pt's blood work was all "cleared." The pt was fine and discharged. Attempts at gathering additional info have been unsuccessful.